Event description:
Information received by medtronic indicated that customer was passed away on (B)(6)2021. Cause of customer passing was stroke, pneumonia, long term diabetic complications. Customer did not worn insulin pump at time of passing. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.. S.w version 2.8c. Retainer ring = clear. The customer passed away on (B)(6) 2021. Also, on (B)(4), svn#: (B)(4). Customer returned pump for an alleged keypad anomaly found on (B)(6) 2021, on (B)(4), svn#: (B)(4). Customer returned pump for an alleged battery cap cracked/damaged and blank display found on (B)(6) 2020 and on (B)(4), svn#: (B)(4). Customer returned pump for an alleged possible over delivery and was hospitalized for low bgs found on (B)(6) 2018. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/01/2018 to 06/15/2022. In further full review of the pump history/traces on the event date of (B)(6) 2018, there is no unexpected alarms/suspends. Unable to verify bolus delivery for the event date of (B)(6) 2018 as there was no data available. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2020 05:01:15.000. (B)(6) 2020 05:11:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2020 19:09:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2020 04:40:00.000. (B)(6) 2020 04:50:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2020 05:11:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2020 05:22:29.000. (B)(6) 2020 05:22:39.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2021 5:32:59 pm. There was no power data available for the event date of (B)(6) 2020. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. The j1 connector on pcba 1 was locked properly during visual inspection. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date of (B)(6) 2021. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. (B)(6) 2021: daily total of all insulin delivered: 0. Unable to confirm battery cap damage due to pump received without the original battery cap. A cracked retainer and a cracked reservoir tube lip were confirmed. Blank display was not confirmed. Keypad anomaly was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed.

Event description:
It was reported via phone call that the customer passed away at nursing home on (B)(6), 2021. Frn-mmt-unk-rsvr, unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.